Event description:
During colonoscopy procedure the doctor was deploying a resolution 360 clip. After deploying the clip, the inner spring broke off into the patient's colon. The doctor was unable to retrieve this spring.